Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net after a shock for a ventricular arrhythmia episode. Review of transmission revealed that the right ventricular lead exhibited over-sensing of noise and loss of capture. The patient's lead was reprogrammed. The lead was later capped and replaced on (B)(6) 2020. The patient was stable.